Event description:
It was reported that a pt underwent an l3-l5 fusion posterolaterally using posterior fixation with mastergraft and rhbmp-2/acs. At 4 to 6 months post-op follow up visit, it was found that l5 screws broke at the neck of the screws. The pt reportedly was experiencing some back pain and was prescribed a bone growth stimulator. No revision surgery is reported at this time.

Manufacturer narrative:
(B)(4). Neither device nor film of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.